Manufacturer narrative:
(Batch number and production date added.) Manufacturing site evaluation: failure description: the blue ceramic inlay at the working end is broken and the rod is bent. The fragment/s is/are not available for investigation. Investigation: vigilance investigator carried out the pictorial documentation visually and microscopically. The blue ceramic at the working end is fractured but the fragment was not provided and the grey ceramic is cracked. The points of the ceramic breakages exhibit no unusual structural conditions, no pores inclusions or foreign bodies could be found. Furthermore the rod is no longer straight but slightly bent, most likely due to leverage during application. Batch history review: the device quality and manufacturing history records have been checked for the available lot number 62352750 and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: most likely the ceramic breakage was caused by a mechanical overload situation, like torsion or leverage during application. According to IFU this kind of instrument is designed for delicate use only. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a (B)(6) forceps. According to the complaint description it was reported that the ceramic insert of the forceps broke during surgery. After about 40 minutes of surgery time the ceramic broke in the abdominal cavity. Ceramic fragments have been recovered immediately. There is the possibility that some fragments remained in patients body. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4).